Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at below nominal pressure, the balloon ruptured. There were no patient complications nor injuries reported.